Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-33, lot# va07a6d, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that in (B)(6) 2014, the patient¿s doctor did a lead revision because the patient complained that they kept getting some stimulation down their leg. The manufacturer representative stated that the doctor was concerned they may have hit the s2 versus s3, so they replaced the lead but the manufacturer representative did not think they replaced the battery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.